Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Retention samples were inspected visually for damage plunger. No damages or defects were observed on the samples. The reported defect of damage plunger could not be confirmed. The exact root cause of this incident cannot be determined.

Event description:
Solomed 5ml syringe plunger broke during aspiration itself which usually should break after the plunger is pressed hard after use. This happened with 3 syringes back to back yesterday and hence informed to me.

Event description:
It was reported that bd solomed 5 ml withoutneedle plunger rod broken. Solomed 5ml syringe plunger broke during aspiration itself which usually should break after the plunger is pressed hard after use. This happened with 3 syringes back to back yesterday and hence informed to me.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.